Manufacturer narrative:
Investigation summary: a technician was sprayed in the eye by waste fluid from a cell-dyn 1800 hematology analyzer. The customer did not wish to test the waste sensor and requested a filed service visit. A field service representative (fsr) visited in 2007, and found the waste outlet sensor was not working. The tubing and sensor were replaced and the instrument was functioning within specification. No further troubleshooting was required. The cell-dyn 188 system operator's manual (rev d) provides instructions on how to set up the waste system ( pages 9-41,9-42) and includes biohazard warnings (personal protective equipment such as lab coat, gloves, eye protection) where handling of liquid waste is discussed. There is a sensor present in the drain tubing setup, to alert the operator to a waste full condition (page 1-13) and inactivate the instrument. The waste container of this instrument was appropriately situated on the floor under the instrument, as recommended on page 2-5. Note: although the sensor should alert the operator of waste full condition and changing the waste container is an as required maintenance activity (page 9-3), the operator's manual recommends the reagent and waste containers be checked at start-up (pages 9-15) and the waste container checked at shut down (pages 9-16). Trending: a review of complaint reports, for the period january 2007 though july 2007, did not indicate any adverse trend for cell-dyn 1800, list base 07h77-01 for issues with exposure to waste fluids. Labeling: the event is addressed in the cell-dyn 1800 system operator's manual, rev m section1: use or function: system components:waste sensor connector: p. 1-13: section 2: installation procedures and special requirements: waste disposal requirements: p. 2-5 section 9: service and maintenance: preventive maintenance schedule: as required; p. 9-3 daily maintenance procedures: daily start-up procedure. P. 9-15: daily shutdown procedure: p. 9-16. As required maintenance: emptying instrument waste:. 9-41:9-42. Conclusion: the filed representative (fsr) determined that the sensor was not working, so it was replaced as well as the waste tubing. The fsr also checked that instrument was functioning as expected. No permanent eye damage was reported as a result of fluid contact. This is the final report. End of report.

Manufacturer narrative:
Evaluation results: other, product meets reliability data. Further investigation summary: a technician was sprayed in the eye by waste fluid from a cell-dyn 1800 hematology analyzer. The cell-dyn 1800 system operator's manual (07h80-01, rev d) provides instructions on how to set up the waste system (pages 9-41, 9-42) and includes biohazard warnings (personal protective equipment such as lab coat, gloves, eye protection) where handling of liquid waste is discussed. Abbott laboratories received an initial customer complaint alleging the cell-dyn instrument did not signal a waste full alarm. Although the original part for this event could not be investigated, the investigation of the reported issue determined that the part was in use greater than 2 years. The investigation into returned parts from the field showed that all have been in use greater than 2 years. In-house investigation of the returned parts could not reproduce the occurrence of the initial complaint. There exists a potential for the waste container to overflow with liquid waste when the waste sensor fails at the end of its life cycle. The waste outlet tube assembly has a long history of being reliable. There have been no trends in the performance of this part from a reliability perspective. It has consistently met reliability expectations. The waste outlet tube assembly has been on the market for over 10 years, and meets reliability expectations for the cell-dyn 1800 instrument. It can be used on multiple cell-dyn instrument models. A review of the cell-dyn 1800 system operators manual, showed adequate coverage of biohazard exposure and waste overflow as well as troubleshooting information. The waste outlet tube assembly is performing as designed. The reliability was determined to be acceptable, and the product is meeting expected safety performance as established in the product risk management file. Although the waste outlet tube assembly meets the reliability requirement, there exists a potential for the waste container to overflow with liquid waste if the product fails at the end of its life expectancy. This is the final report.

Manufacturer narrative:
(B) (4) results: product meets reliability data. After further review, it was determined that this complaint is associated with fa30nov2009 with an rcr number of 2919069-12/1/09-005-c. An investigation is in process, a final report will be submitted when the investigation is complete.

Manufacturer narrative:
Evaluation codes: product meets reliability data. Abbott laboratories received an initial customer complaint alleging the cell-dyn instrument did not signal a waste full alarm. Although the original part for this event could not be investigated, the investigation of the reported issue determined that the part was in use greater than 2 years. The investigation into returned parts from the field showed that all have been in use greater than 2 years. In-house investigation of the returned parts could not reproduce the occurrence of the initial complaint. There exists a potential for the waste container to overflow with liquid waste when the waste sensor fails at the end of its life cycle. Based on the intended use, this part will wear out and need periodic replacement as it is in contact with biohazard material and customer usage/handling. It can be used on multiple cell-dyn instrument models. No preventive maintenance schedule was in place. A review of the cell-dyn system operators manuals showed adequate coverage of biohazard exposure and waste overflow as well as troubleshooting information for potential causes. The waste outlet tube assembly is performing as designed. The reliability and safety issues were determined to be within established frequency. A health hazard assessment (hha) determined a low health risk, which is consistent with the risk management file associated with the product although, the waste outlet tube assembly meets the reliability requirement, there exist a potential for the waste container to overflow with liquid waste if the product fails at the end of its life expectancy. The waste outlet tube assembly part life expectancy of 2 years is not currently in our product labeling. The preventive action will involve a label change for the waste outlet tube assembly. We are changing our labeling to have a part replacement schedule of 6 months so parts are replaced prior to the end of the 2-year life failure. This will help prevent overflow issues caused by end of life part failure.this is the final report.

Event description:
A technician was sprayed in the eye by waste fluid from a cell-dyn 1800 hematology analyzer. The waste lines were set up to drain into an old diluent container located on the floor under the instrument. The waste sensor probes and lines went through an appropriate cap but the sensor failed to signal waste full which would have stopped the flow of waste. When the next cycle released waste into the container the liquid sprayed up into the right eye of the technician standing over the waste area. The technician experienced blurred vision and the eye was reddened by the contact with the waste liquid. The technician flushed the eye with water and went to an eye doctor who determined there was no permanent eye damage. She was put on preventative hiv medication as a precaution but elected to stop the medication because of the side effects. No detail regarding the possible side effects were provided.

Manufacturer narrative:
(B)(4). An expanded investigation has been conducted to evaluate this issue. The investigation of the returned parts from the field showed that the part has been in use greater than two years. Although, the waste outlet tube assembly meets the reliability requirement, this part will wear out and there exists a potential for the waste container to overflow with liquid waste when the waste sensor fails at the end of its life cycle. Therefore; the part will need periodic replacement as it is in contact with biohazard material and customer usage/handling. The part can be used on multiple cell-dyn instrument models. A review of the cell-dyn system operators manuals showed adequate coverage of biohazard exposure and waste overflow as well as troubleshooting information for potential causes. Abbott recommended a replacement schedule for the waste line assembly for the cell-dyn systems. The waste bottle cable is a subcomponent of the waste line assembly, changing the waste line assembly will result in changing the waste bottle cable. As part of the corrective action, a product correction letter, (B)(4), was issued to all affected customers. In this communication, abbott recommended replacing the part every six months. An update to the product labeling will be added as well with regards to this recommendation. A tag that can be affixed to these items was sent with the customer letter. This tag includes fields to record installation and replacement dates. The tags will also be introduced into replacement assemblies.